Event description:
It was reported that during stent assisted coiling procedure of the right internal carotid artery (ica). The subject stent was not expanding. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the stent was not expanding during deployment'. In the follow-up question¿s replies, the user stated that no resistance was encountered during the procedure and that no excessive force was applied at any point during the procedure. The stent delivery microcatheter was retracted in a very controlled continuous movement. While there are a number of potential causes for the reported procedural codes, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to the reported event stent failed/unable to open.

Event description:
It was reported that during stent assisted coiling procedure of the right internal carotid artery (ica). The subject stent was not expanding. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9: product available to stryker: updated. D9: returned to manufacturer on: updated. H3: device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned in a deployed condition. The stent delivery wire (sdw) and introducer sheath were returned. The stent was noted to be deformed towards the proximal end. All 3 marker bands were present on both ends of the stent. The stent delivery wire (sdw) was noted to be kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the subject stent was not expanding during deployment'. It was also noted in the follow-up replies that there was no resistance encountered during the procedure and no excessive force was applied when advancing the subject stent within the microcatheter. The same microcatheter was used to finish the procedure. The subject stent was returned for analysis in a deployed condition. The stent was noted to be deformed towards the proximal end of the device. All 3 marker bands were present on both ends of the stent. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was returned for analysis, and it was undamaged. According to the event description and the follow-up replies, the subject stent was able to be advanced to the lesion site before any issue was noted. This ability to advance the stent without resistance or friction to the distal end of the microcatheter is not typically associated with subject stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while attempting to retract the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter, resulting in much of the damage noted. An assignable cause of procedural factors has been assigned to the reported event stent failed/unable to open and analyzed defects stent deformed, sdw kinked/bent as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during stent assisted coiling procedure of the right internal carotid artery (ica). The subject stent was not expanding. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.